Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the rep the surgeon used an er320 rotating clip applier, the first and second instrument both dropped clips inside the pt. It was only when they opened a third instrument (the one enclosed) that they thought there must be a batch problem. The other two instruments have been destroyed. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, yes; damaged jaws, no; damaged feed bar, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, yes; firing: form conform, no; jaws: hold clip, yes; jaws: inside width at tips, .192 and lockout functional, yes. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the instrument was returned with misaligned jaw tips. The instrument was cycled and scissored the clips due to the misaligned jaw tips. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.